Event description:
It was reported that the patient was not having the same efficacy with her implantable neurostimulator (ins). Her physician took an x-ray and compared it to the x-ray taken post-operatively and found that the lead had migrated deeper since its implantation. Her physician attempted to reprogram her ins but the electrode (#3) closest to the targeted nerve was "broken" and the impedance was higher than 4,000 ohms. The patient had a bilateral system with the right side working well and not dislodged. It was planned that the physician was to remove the migrated lead in (B)(6) 2012 and will wait for the tissue to heal before implanting a replacement. No injury or death was reported. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: (B)(4), lot#: 0202864070, serial#:, implanted:, explanted:, product type: lead. Product ID: (B)(4), lot#: 0204327914, serial#:, implanted:, explanted:, product type: lead. (B)(4).